Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the device had a black screen during bolus. Customer's blood glucose was 236 mg/dl. The side of the battery compartment was damaged. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No blank display anomaly was noted. However, moisture damage was found on the interface board. The pump had a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.